Event description:
It was reported that the 9900 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The software was installed during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.